Event description:
It was reported that the device exhibited intermittent atrial under-sensing via a review of remote transmission. Device reprogramming was made. There were no adverse health consequences, the patient was stable.